Event description:
I have had mentor saline breast implants for 33 yrs now and started having autoimmune symptoms about 10 years ago. This has been affecting my life terribly and am trying to get them removed as soon as possible. I am just starting to get tests done as I just realized my problems are from the breast implants. Itp blood disorder, spleen removed at age (B)(6), also autoimmune illnesses from breast implants, digestive problems, constipation, depression and anxiety.